Manufacturer narrative:
(B)(4).

Event description:
It was reported that the egv readings and trend graph are not updating. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is available.